Event description:
The pt's family member called lfs on pt's behalf alleging that their one touch ultra meter was reading inaccurately high, inaccurately control high, and had missing segments. The customer service rep discovered that allegation of meter reading inaccurately control high could not be substantiated, since the pt had been using the wrong type of control solution. At some point in time, the pt apparently had been obtaining readings around and over 300 mg/dl. There was no indication that the meter was reading inaccurately high. The family member did not allege harm and the pt did not experience injury or medical intervention. Based on the info supplied by the pt's family member on the segments missing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt meter was replaced due to the missing segments.